Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported the patient had not used their stimulator in a while and it had gone dead. They tried to charge it up but were unable to because it was dead. The patient wanted to use their device again because their legs and feet were in pain. They wanted to know what the next steps were to replace their device. Additional information received from the manufacturer's representative reported there was an overdischarge. The overdischarge was likely the third overdischarge on the implantable neurostimulator (ins). The ins was last charged approximately two years ago (roughly (B)(6) 2013). The reason for not charging was due to the patient taking care of other people at the time. The indication for use was radicular pain syndrome (radiculopathies).

Manufacturer narrative:
Concomitant product(s: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The rep reported that the patient's battery was confirmed to be in an overdischarge. The rep initiated a power on reset (por) and that battery was confirmed to have reached end of life (eol). There were no impedance issues noted and the patient was scheduled to have a battery replacement. If additional information is received, a supplemental report will be submitted.